Event description:
It was reported that the ilet user experienced hyperglycemia after disconnecting for a bath and then reconnecting with an infusion set that was not properly seated, which led to a missed meal dose following a high-carbohydrate breakfast and a fingerstick reading of 493 mg/dl with the pump displaying high. Symptoms included hyperglycemia and disorientation. Outcomes included troubleshooting and education, with guidance to continue pump-delivered insulin or consider a manual injection after disconnecting, and the user chose to continue pump dosing at that time. Investigation included user-reported assessment of the infusion set and tubing, confirmation of steady glucose trend after reconnection, and case triage for high glucose. Investigation of this case revealed an infusion set connection issue resulting in underdelivery and subsequent hyperglycemia, consistent with infusion set and cartridge use concerns. It was concluded, based on previously established findings for similar reports, that the cause was user technique related to infusion set reconnection leading to insulin underdelivery.